Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue of 'failed flow rate test' could not be confirmed due to a reload set alarm that occurred during testing. No component failure was identified as causality and no correction required. The device will require flow rate accuracy calibration prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test. There was no patient involvement. No additional information is available.